Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm and motor error alarm. Customer's blood glucose level was 113 mg/dl. Troubleshooting for motor error was performed. Customer advised they changed out their set, received a motor error and then a no delivery alarm. Customer received a no delivery alarm during the rewind process. Troubleshooting for no delivery was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.